Event description:
A 57 yr old white g6p6 female status post bilateral subglandular inframammary dow corning silastic gels of unknown size (small), placed for augmentation in 1976. Pt had biopsies for insurance coverage at the time. Other than left sided firmness, pt has had no complaints, local or systemic, over the yrs. This yr mammogram shows extracapsular leakage on the right.